Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery test. The insulin pump had intermittent button response due to corroded keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer reported that she received a failed battery test alarm and replace battery now alert then a button error alarm occurred. The customer reported that the button error alarm was unable to be cleared. The customer's blood glucose was 562 mg/dl at the time of incident. The customer stated that she was unable to bolus due to button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.